Event description:
It was reported that several weeks post implant, the stent, placed in the right sfa, showed an hourglass shaped constriction. It is unknown if the stent was elongated or constricted during placement. In the current configuration, the length of the stent cannot be measured accurately. Additional information received reported that approximately seven weeks post implant, the patient presented to the hospital with significant pain. A fem-pop bypass was performed on the right leg.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA #: p070014.